Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain,") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and migraine ("migraine headache"). On (B)(6) 2013, 3 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain,"), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, fatigue, migraine and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, migraine, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results: confirmation test was not performed. Most recent follow-up information incorporated above includes: on 30-apr-2018: pfs received. Plaintiff information was added. Lot number provided (a20065). Events added: fatigue, migraine headache, nausea and device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and migraine ("migraine headache"). On (B)(6) 2013, 3 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain,"), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, fatigue, migraine and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, migraine, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results: confirmation test was not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.